Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Correction: per the clinic, the patient was implanted in the contralateral ear during the revision surgery performed (B)(6) 2012; not reimplanted in the same ear as previously reported. Per the clinic, the patient was prescribed a 30-day course of augmentin (dosage not reported) on (B)(6) 2012. (B)(4).

Event description:
Per the clinic, the patient experienced extrusion of the device (date and specific details not reported). The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.